Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: on (B)(6) 2020 patients were hospitalized for infectious mononucleosis, on the day the doctor's advice to give electrolyte infusion treatment, the nurse uses 24 g single head straight closed venous indwelling needle transfusion, on the morning of (B)(6), when using a saline flushing of hose leakage, the nurse immediately pull out venous indwelling needle, waited for 30 minutes, and replace the same batch number and specification infusion venous indwelling needle. This adverse event was accidental, but caused the patient pain of re-puncture and increased the patient's cost.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 0019817. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: on (B)(6) 2020 patients were hospitalized for infectious mononucleosis, on the day the doctor's advice to give electrolyte infusion treatment, the nurse uses 24 g single head straight closed venous indwelling needle transfusion, on the morning of (B)(6) , when using a saline flushing of hose leakage, the nurse immediately pull out venous indwelling needle, waited for 30 minutes, and replace the same batch number and specification infusion venous indwelling needle. This adverse event was accidental, but caused the patient pain of re-puncture and increased the patient's cost.